Manufacturer narrative:
Other: watering eyes, inhalation.

Event description:
The caller called about an employee at their facility who apparently had an allergic reaction to the cidex plus. The physician who saw the employee reported the event to the state (health department?) And someone from the state contacted the facility safety officer. The reactions were subsequently described as difficulty breathing and watering eyes. Two days later, the facility safety manager called to clarify the incident. He was unable to provide additional info about the employee (name, initials, dept, worked, possibly shipping/receiving) and he stated the employee was only alleging an allergic reaction to the cidex solution. The employee had sought medical attention the weekend after the event and subsequently reported reactions and symptoms to the solution. The employee returned to work the following week and was sent to their local employee health office. The physician their health office observed no symptoms/reactions. The facility safety manager is questioning if the incident did take place as their hoods are vented and the employee could not have come in contact with the solution. A subsequent telephone follow-up to the facility safety manager was made. He reiterated that the reported reactions were an allegation that they have not been able to substantiate. Their physician could not find any evidence of the reported reactions. Occasionally, the employee may carry a container with instruments that have been disinfected in the product but he has not had any problems with this in the past. The employee came back to work after the event and has been fine.